Manufacturer narrative:
Cook (B)(4) postpartum balloon with rapid instillation components. (B)(4). Event is still under investigation at this time.

Event description:
The female patient experienced postpartum hemorrhage. The balloon was placed and the user was able to fill the balloon and complete the procedure. However, the balloon kept slipping out. The patient was taken to surgery for a hysterectomy procedure. Additional information was provided on 10june2016: the surgery was not due to the product malfunction. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Instructions for use (IFU) j-sosr_rev1 in order to maximize the tamponade effect, constant pressure must be effected between the balloon wall and the tissue service. Pressure can be achieved and maintained by applying gentle traction to the balloon shaft, before securing to the patient's leg, or attaching weight not to exceed 500 grams. The device history record was reviewed and no non-conformances were noted. A query of the manufacturer's database identified this complaint to be one of two complaints associated with complaint lot number 6429287.